Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced an error. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.

Event description:
It was reported to philips that the device experienced an error. There was no patient involvement.